Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received no button response due to corroded keypad traces. No moisture damage found at electronic assembly. Insulin pump received moisture damaged at motor assembly. Insulin pump received with minor scratches on display window, broken reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer's insulin pump was exposed to water when dropped in a puddle. The buttons on the keypad of the insulin pump were unresponsive. Customer's blood glucose level was 269 mg/dl. Insulin pump will be replaced. No additional information provided.